Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had dizziness and giddiness. It was stated that the hcp read from a note that the patient was shaking. No trouble shooting attempts were made and the therapy/symptoms were considered sudden. There were no further symptoms or complications reported or anticipated.